Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a shunt in the posterior tibial artery. After a non-bsc guide wire crossed the lesion, a 6.0mmx100mmx80cm sterling balloon catheter was advanced for dilatation. However, the guidewire was unable to be removed from the balloon catheter. Both devices were then removed together as a unit. The procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling balloon catheter with an unidentified guide wire. The balloon was tightly folded. The tip, markerbands, inner shaft and outer shaft were microscopically inspected. Inspection found no irregularities or defects. The inner diameter (ID) of the wire lumen was measured at both ends and is within specification. Inspection of the remainder of the device found no damage or irregularities. The guidewire used in the procedure was returned with the complaint device. Functional testing was carried out by inserting the tip of the guide wire into the hub/wire lumen. The wire advanced smoothly without any issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a shunt in the posterior tibial artery. After a non-bsc guide wire crossed the lesion, a 6.0mmx100mmx80cm sterling¿ balloon catheter was advanced for dilatation. However, the guidewire was unable to be removed from the balloon catheter. Both devices were then removed together as a unit. The procedure was completed. No patient complications were reported and the patient's status was good.